Event description:
Ocd rep contacting cts to report of a false negative reaction with a sample that tested posititive with manual gel and ortho vision testing for cells #2 & 6 with 0.8% resolve panel a.(B)(4)

Manufacturer narrative:
No reports of any abnormal appearance to any of the listed ocd products have been confirmed to be stored according to their IFU indications. The ocd rep provided cts with a summary of the complaint and images of the provue and vision. Visual inspection of the images confirms the negative results provided by the provue. Described testing is being performed in support of the vision method comparison validation testing for the 0.8% resolve panel a. A definitive root cause was not identified. No incorrect or erroneous results have been reported as a result of the reported concern.